Event description:
It was reported by the customer that there is no lumen behind the black mark on the drain and therefore no suction will be possible. There was no patient involvement and therefore no adverse patient consequences. Additional information has been requested.

Manufacturer narrative:
(B)(4).conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). The actual device involved in this event was returned for evaluation. The device was visually evaluated. The evaluation of the complaint samples indicates that the samples are conforming by all the parameters.